Event description:
Unable to provide adequate gas exchange during cardiopulmonary bypass.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 28, 2023. Upon further investigation of the reported event, the following information is new and/or changed: h2 (follow-up due to correction and additional information) a second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.) All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Unable to provide adequate gas exchange during cardiopulmonary bypass.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 3221, 4315). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 4315 - cause not established. The affected sample was not returned; therefore, a thorough investigation could not be performed. Without the sample and detailed information, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, the oxygenator was unable to provide adequate gas exchange. It is unknown whether there was a delay in the procedure, whether the product was changed out, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4739 - gas exchanger. Health effect - impact code: 4648 - insufficient information. Heatlh effect - clinical code: 4580 - insufficient information. Medical device problem code: 1670 - use of device problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.